Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had fallen into a river with the pump on. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (275 mg/dl). At the time of the call, the customer's bg had returned to target range. It was confirmed that the customer had humalog shots available as alternate insulin therapy.